Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the ventilator was not in use at the time of the reported problem, therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician could not duplicate the reported problem but confirmed there was a vent inop code in the diagnostics log indicating a flow sensor failure. The exhalation flow sensor was replaced as a precautionary measure. Extended self testing (est) and performance verification testing was performed and all tests passed per operating specifications.

Manufacturer narrative:
Exhalation flow sensor.